Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the needle from a 32 g x 4 mm bd ultra fine¿ insulin pen needle was stuck inside the patients skin during use. No medical intervention.

Manufacturer narrative:
Manufacturing site updated.

Manufacturer narrative:
Investigation: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review for 6110833 cat no. 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly lot for low adhesive or cannula pull force concluding all inspections were performed per the applicable operations and met qc specifications. A review of the maintenance records showed that there was no related maintenance performed on drp1 assembly line at the time the lot was produced. A review of the complaints database was performed and there have been no trends identified on this lot number. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.